Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked. This was further described as the patient had connected to the amia cycler and during treatment the patient noticed ¿a slice¿ in the patient line that was leaking. This occurred during automated peritoneal dialysis (pd) therapy. There was no patient injury associated with this event, however, the patient was prescribed intraperitoneal prophylactic antibiotics. No additional information is available.